Event description:
Caller reports that the patient tested on 2 devices. The results of these duplicate comparisons are as follows: 8.0 inr/6.1 inr, 2.4 inr/1.9 inr. No action was taken based on device results. No adverse event reported.

Manufacturer narrative:
Strip lot used with first device: 345a, 12/31/07.